Manufacturer narrative:
This report is submitted on october 05, 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgement and pain over implant site. Surgery to reposition the magnet was completed on (B)(6) 2021. The implanted device remains.